Event description:
During an initial implant procedure it was reported that the stylet would not advance into the right ventricular (rv) lead. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the stylet could not insert was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The inner coil of the lead was noted to be over torqued in the connector region consistent with procedural damage. This damage was isolated to be the cause of the reported event.